Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a (B)(4) authorized service center. The service technician was able to verify the customer's reported issue. During testing and evaluation, the internal battery would only last 35 minutes. The service technician replaced the battery to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance.

Event description:
It was reported to (B)(4) that the battery was not holding a charge. It is unknown at this time whether there was any patient involvement associated with this complaint.